Event description:
The customer contact reported the clave port remained in the open position; subsequently, blood loss was noted. The male adapter on the distal end of the tubing set was connected to the patient's catheter. After an unspecified length of time in use, the clave port on the proximal end of the tubing set was accessed with an unspecified syringe to deliver an unspecified solution. It was reported that upon removal of the syringe, the silicone sleeve of the clave port remained in the depressed solution and "a little bit of blood came out." The tubing set was replaced and the therapy was resumed. There were no reported change in the patient's condition and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. The lot number of the device that was in use is unknown. The device was from one of two possible lot numbers 76070ns and 76138ns. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).